Manufacturer narrative:
Age at time of event: greater than or equal to (B)(6).

Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was performed. The laa had a bi-lobe appearance. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa. The physician assessed the release criteria. The device met all release criteria with a complete seal noted. The closure device was released from the core wire. Immediately after release a proximal movement of the device was observed via fluoroscopy. There was no change in the seal or compression of the device. The proximal movement increased the shoulder. There was no complication as a result and no intervention deemed necessary. The patient is fine.